Manufacturer narrative:
Patient age or date of birth not reported; patient reported as young. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, during use a screwdriver had a broken tip, a screw would not advance and a k-wire tip broke off. The procedure was orif (open reduction internal fixation) of the distal humerus, reattachment of medial epicondyle with use of cannulated screws. The physician reduced the fracture with k-wires and then opted to use 3mm cannulated screw before the headless compression screw. The physician opted not to pre-drill. The screwdriver would not hold the screw in the recess; however, the holding sleeve was pushed into place to hold the screw. The physician started to advance the screw into place in the humerus; there was a great deal of resistance, and at about three-quarters of the way inserted the screwdriver tip broke off. There was no back-up screw driver to continue the advancement. The damaged screw removal set was unavailable, because it was just put into sterilizer. Pliers were successfully used to back the screw out, but the screw head was damaged during this maneuver and the screw was discarded. After this, it was noted that the k-wire was bent, possibly from interacting with the other devices. The physician attempted to remove the k-wire; however, it too broke and a small fragment was retained in the bone. There was a twenty minute delay in surgery; however, it was finished successfully with no patient harm reported. This is report 3 of 3 for (B)(4).